Manufacturer narrative:
A customer reported discrepant results for two external quality control (neqas) s. Aureus strains associated with vitek®2 ast-p632 test kit (reference 415059). An investigation was performed. The customer obtained false susceptible linezolid (lnz) results compared to the expected result by neqas survey (16 mg/l r). The results obtained according to the eeq report are : 708 s (83.5%) / 2 I (0.2%) / 138 r (16.3%). So, only 16.3% of participants identified linezolid resistance as intended by neqas survey. Vitek 2 interpretation according to eucast 2017 breakpoints lnz : [ s </=4 - r > 4 ]. The agar dilution (ad) is the reference method used to the development of this formula (lnz02n) in ast-p632 card : lnz mic = 2 mg/l s. The reproducibility testing on vitek 2 ast-p632 cards from tsab subculture, included two customer lots (customer lot n°1, cl1 7320346203, customer lot n°2, cl2 7320354403) and a random lot, (rl 7320312403). All lots gave a result of lnz mic = 2 mg/l (s). The customer's results were duplicated in-house and are in agreement with the reference method (ad). The vitek 2 results are within essential agreement with the reference ad mic (2 mg/l) without any category error. They also correlated with most of the eeq report results (83.5% of s results obtained). The vitek 2 ast-p632 card performed as intended and no further action is required. Note: limitation for this card states: the ability of the ast card to detect resistance with the following combination(s) is unknown because resistant strains. Were not available at the time of comparative testing: linezolid: enterococcus spp., staphylococcus spp., streptococcus agalactiae.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek®2 ast-p632 test kit (reference 415059). The customer reported obtaining incorrect results for an external quality control (B)(4) test. Two (2) different strains of s. Aureus were tested with the same lot. In the first case, a wrong result was obtained for oxacillin resulting in (B)(6) on vitek®2 and the expected result was sensitive. In the second case, a different strain of s. Aureus vitek®2 was sensitive to linezolid while the expected result was resistant. There is no patient involvement as this is a quality control sample. An internal biomérieux investigation will be initiated.